Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced there was an occlusion in the infusion set on (B)(6) 2024, which resulted in elevated blood glucose (550 mg/dl), therefore patient had received correction injection via multiple daily injections (mdi). It was also reported that the patient went to emergency room (ER) and subsequently got hospitalized on (B)(6) 2024 for 24 hours and admitted in intensive care unit (ICU) received IV (intravenous) and fluids of saline and insulin. The patient had high ketones which were life threatening and patient also had diabetic gastroparesis. The infusion set was in use for three days. The patient changed soft cannula infusion set only and resumed insulin. No further information was available.

Manufacturer narrative:
H11:since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted, lot number, expiration date under d4 and manufacturing date under h4. Unomedical hereby submits this supplemental report as part of its complaint remediation activities conducted under a CAPA/FDA action plan. This submission includes a retrospective reassessment of previously evaluated complaints. Unomedical is providing this supplemental information in accordance with the reporting requirements set forth in 21 cfr part 803. Any fields left blank indicate that the information is unknown, unavailable, or remains unchanged. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: electronic quality management system (eqms) search: a query was run in the eqms on 20-jan-2026 against "lot number 6009397 and similar malfunction code(s): occlusion issue. Malfunction code not on list. The review confirmed that lot 6009397 and the identified failure mode are not associated with any ncrs or corrective and preventive action (CAPA) plan of the same or similar nature. Similar complaints search: a query was run in the eqms on 20-jan-2026 against "lot number" criteria equal 6009397 and similar malfunction codes: occlusion issue. Malfunction code not on list. The count of complaint is 1. The complaint numbers are complaint (B)(4). Device history record (DHR) review: the lot 6009397 was manufactured according to the work instruction (wi) version 117 and manufactured in the line 06 on 27-sep-2024 with a total of (B)(4) units. The sub-assembly gluing of tubing, of the lot 4j03190 was manufactured according to the work instruction (wi) version 65 and manufactured in the gluing machine sc02, on 25-sep-2024, with a total of (B)(4) units. The sub-assembly gluing of tubing, of the lot 4j01462 was manufactured according to the work instruction (wi) version 65 and manufactured in the gluing machine sc09, on 19-sep-2024, with a total of (B)(4) units. The sub-assembly gluing of tubing, of the lot 4j04339 was manufactured according to the work instruction (wi) version 65 and manufactured in the gluing machine sc02, on 27-sep-2024, with a total of (B)(4) units. The device history record (DHR) was reviewed in accordance with applicable procedures. All required in-process and final tests were completed and met specified requirements. No deviations were identified, and no maintenance events were recorded that relate to the complaint code. Conclusion: DHR review supports compliance with manufacturing and quality requirements; no issues noted. Visual evidence review: no photo was provided to support visual confirmation of the reported issue. Conclusion: unable to perform visual verification; assessment based on available documentation only. Retain samples testing: the reference samples for the lot 6009397 have already been previously tested for visual inspection and tested for flow in the child investigation database complaint. (B)(4) conclusion: testing did not confirm the reported issue; no nonconformance identified. Return samples testing: returned samples from the relevant lot were requested; however, the customer confirmed that the sample is not available for return. Conclusion: visual and functional testing could not be performed due to lack of sample availability. Assessment will be based on other available evidence. Corrective and preventive action (CAPA) determination assessment - conclusion summary of complaint investigation: based on the investigation, no further investigation is required. The record will be closed and monitored through tracking and trending per work instruction (wi) (monthly trips and alerts). Complaint unconfirmed: following investigation, the reported failure could not be confirmed for this complaint. Conclusion summary of complaint investigation: as a result of the following: a comprehensive review was conducted, including eqms queries, similar complaint searches, device history record review, visual evidence assessment, and CAPA determination. No ncrs or capas of the same or similar nature were found for lot 6009397 and related malfunction codes. One complaint was identified for this lot; however, no trend or systemic issue was detected. The manufacturing records confirmed that the lot was produced in compliance with all requirements, with no deviations or maintenance events noted. Samples were requested; however, the customer confirmed that no samples were available for analysis. Consequently, an investigation was conducted using reference samples, and no failures related to the complaint were identified. No photo evidence was provided, so the assessment was based on documentation and reference sample analysis only. Based on these results, no manufacturing or quality issues were identified. The record will be closed and monitored through routine tracking and trending. For more details, see the information under the child investigation record (B)(4).

Event description:
To date no additional patient or event details have been received.